Event description:
It was reported that, under x-ray, the right ventricular (rv) pacing lead was observed as fractured. The pacing lead was abandoned and was upgraded; replaced with a tachy lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: kdr401 implantable pulse generator (ipg), (B)(6) 2001. (B)(4).